Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. This caused the system to exhibited code 1005 indicating the rv lead may be damaged in some form. A revision procedure is being planned, but for now, the rv lead remains in service. No adverse patient effects were reported.